Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient is a 78-year-old female who underwent coronary artery bypass grafting and was placed on impella cp support after suffering post-cardiotomy cardiogenic shock. She remained intubated and sedated during the initial course. Early complications included spiking fevers and suspected sepsis, prompting a full line change under anesthesia while impella cp was maintained. Amiodarone was discontinued, and systemic heparin therapy was initiated due to subtherapeutic act levels, which were closely monitored. Hemodynamic support was maintained with dopamine and levophed, with gradual attempts to wean as tolerated. The patient required transfusion of one unit of packed red blood cells for low hemoglobin and hematocrit. Over the following days, fever resolved, platelet counts improved, and urine output remained adequate. The pump setting was reduced to p4 as the patient stabilized, although clinical concern for sepsis persisted, and pressor support continued. The access sites remained clean, dry, and intact, with palpable pulses throughout. Ultimately, the mechanical circulatory support was successfully discontinued, and the pump was removed with manual pressure achieving hemostasis. The patient remained under close monitoring for hemodynamic stability and infection control following device removal. Based on the clinical information available, the impella cp will be coded for sepsis and serious injury. Nevertheless, these adverse events could also be related to the patient¿s postoperative condition following bypass grafting and prolonged intensive care stay, rather than caused by the device. Additionally, it has to be noted that patient was kept on support beyond the recommended duration of 4 days.

Manufacturer narrative:
D1 (brand name) & d4(serial) has been updated. Ppae (sepsis): the root cause of the injury was not determined due to insufficient clinical details.